Event description:
It is reported that the screw that is included with the augment would not thread into the femoral component. Another component was opened to obtain the screw and the device was implanted without further complications.

Manufacturer narrative:
Evaluation summary: it was reported that the screw included with the device did not mate with the implant. Another package was opened to obtain a different screw. The subject screw was not returned for evaluation. The records for representative lots of the screw were reviewed, but no issues were found. A definitive root cause cannot be determined with the information provided. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.